Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic with a heart rate below 30bpm and low pressure. The patient was extremely symptomatic, including symptoms of shortness of breath and fatigue. Device interrogation revealed loss of ventricular capture due to right ventricular (rv) lead dislodgement. The lead was re-positioned on (B)(6) 2019. All the parameters were normal at the time of discharge. The patient did not experience any adverse symptoms post procedure. The patient was fine and was recovering.